Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) had an fault 77, increased motor speed required. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions), h11. Corrected fields - d1, d4 (version or model, catalog, unique identifier (UDI)). The fse that encountered the issue found that the drive regulators were out of calibration. The fse recalibrated the drive regulators. The fse replaced the power management board as a precaution due to fault 139 found in the logs. The fse performed a full calibration, functional, performance, and electrical safety checks. The iabp was returned to service. The failure analysis and testing dept. Received part number pcb, power management, rohs serial number with a reported unit failure of code 77. Code 77 is the compressor motor speed adjust-assisting. No action required for this code 77. Not a failure of the power management board. The board passed testing.the board was retested for fault code #139 which was also reported in complaint (B)(4). After 2 hours of run-time, the fat dept. Could not duplicate the complaint of fault code #139. The board passed testing. Retaining the board in the fat dept. Per procedure number.